Event description:
It was reported that the ilet touchscreen sustained an impact that resulted in a cracked display, rendering the screen unusable and preventing swipe-to-unlock and meal announcements; the device component involved was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with an impact to the touchscreen resulting in a fractured component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.